Event description:
A non healthcare professional reported during a cataract surgery with an intraocular lens (iol) implant procedure, the lens was scratched and it was cut out but second lens placed with difficulty. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).